Manufacturer narrative:
Device evaluation: upon complaint review, it was determined that it was inadvertently omitted in the previous report that during repair, it was also determined that the cable/cord/wiring was damaged. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device displayed an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were damaged. It was further observed that the device had an e6 code failure, the control unit was defective and the test run was not possible. It was further determined that the device failed pretest for motor thermistor assessment. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.